Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he received mutliple alarms, including motor error and motor position encoder error alarms on the insulin pump. The customer's blood glucose level was 179 mg/dl. It was advised to discontinue use and revert to a back-up plan. Customer declined to receive a replacement for the device and return the product for analysis.